Event description:
It was reported that a power source alert occurred when attempting to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer was sent a new usb cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.